Event description:
Clinical report states that patient experienced episodic clunking with internal rotation. A CT was performed to look for any lytic changes or indication of impingement; however, we were not able to obtain any information regarding the results of the CT. Update received (B)(4) 2013 ¿ der for revision was received. Patient was revised due to increased pain and evidence of osteolysis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Clinical report states that patient experienced episodic clunking with internal rotation. A CT was performed to look for any lytic changes or indication of impingement; however, we were not able to obtain any information regarding the results of the CT. Doi (B)(6) 2003 (left hip). Dor: (B)(6) 2013. Update received (B)(4) 2013 ¿ der for revision was received. Patient was revised due to increased pain and evidence of osteolysis. The devices associated with this report were not returned. Device history records were reviewed for the 1068722 lot code and did not reveal any related manufacturing deviations or anomalies. A complaint database search of the remaining product and lot code combinations found no previous reports. Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.